Event description:
The account alleged that the nurse called did not function. No pt impact.

Manufacturer narrative:
The tech found that the communication cable was not plugged into the nurse call system. The tech plugged the communication cable into the nurse call system to resolve the issue.